Event description:
Patient reported she has had problems with seromas and finally she is "suffering some kind of contracture," baker grade unknown. She is afraid about develop an alcl and she is considering to replace current devices to avoid this risk. Affected side is left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.,d.2., d.3., d.4.,g.1., g.4., g.5. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device was explanted.

Manufacturer narrative:
The event of capsular contracture and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: anxiety over alcl, contracture, and multiple seromas. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported she has had problems with seromas and finally she is "suffering some kind of contracture," baker grade unknown. She is afraid about develop an alcl and she is considering to replace current devices to avoid this risk. Affected side is left side. Device remains implanted.